Manufacturer narrative:
The blocker was visually inspected and was confirmed to be fractured. There is a crack running down the side of the blocker, originating from one of the hex points. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, one similar complaint was identified. Per xia 3 surgical technique: the torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. The anti-torque key must be used for final tightening. The anti-torque key performs two key functions: ¿ allows the torque wrench to align with the tightening axis. ¿ helps to maximize the torque needed to lock the implant assembly. The torque wrench was returned and investigated in another record, the device struggled to achieve 12nm of torque. The torque wrench was then lubricated and worked with no issues. The tip was found to be deformed and the hex was rounded. This can cause the corners of the driver hex to dig into the walls of the blocker and cause additional stress on the blocker, which may cause it to fracture when torque is applied. Additionally, if the torque wrench was not properly lubricated, more than 12nm of force could be applied in an effort to force the device to reach the 12nm marker on the device. Excessive torque applied would cause stress on the blocker and cause it to fracture. Also potentially contributing is off axis force applied as this would cause stress on one point of the blocker which combined with the other factors listed could cause the blocker to fracture at that point.

Event description:
It was reported that a xia titanium blocker fractured intra-operatively. During final tightening, the final tightener struggled to meet 12nm. The surgeon felt something ¿give way¿ and noticed that the blocker had a fracture through the implant. The surgeon replaced the blocker and used a different final tightener and the surgery was able to be completed successfully. There were no adverse consequences to the patient and no surgical delay.

Event description:
It was reported that a xia titanium blocker fractured intra-operatively. During final tightening, the final tightener struggled to meet 12nm. The surgeon felt something ¿give way¿ and noticed that the blocker had a fracture through the implant. The surgeon replaced the blocker and used a different final tightener and the surgery was able to be completed successfully. There were no adverse consequences to the patient and no surgical delay.